Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that tachycardia therapy was programmed off in this cardiac resynchronization therapy defibrillator (crt-d) for an unknown reason. Attempts to obtain additional information were unsuccessful. No adverse patient effects were reported. This product remains implanted and in service.